Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The user facility reported that a patient was on impella cp for support during a high risk cardiac procedure. The medical doctor attempted to micropuncture to the right groin at the start of the case and developed a hematoma. The vessel was tortous so the medical doctor elected to take the micropuncture sheath out and use the left groin for impella access. In the middle of the case, the patients blood pressure (bp) started to drop. The medical doctor noticed bleeding on the right groin which was not the impella side. Levophed was started and blood was given as well as fluids. An 8 french catheter was placed through the peel away sheath to access the opposite groin and a stent was placed to the right iliac artery. No issues at all with impella access site were noted. The peel away sheath was removed at end of case and a perclose was used for hemostasis. The patients outcome is critical.

Manufacturer narrative:
The root cause of access site bleeding was most likely patient condition since the vessel was tortuous per md.